Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in its original packaging jar fully submerged in clear solution. The serial number tag ((B)(6)) was received with the valve. Leaflet 1 was in a closed position while leaflets 2 and 3 appeared partially open. All leaflets were flexible and intact. Creases, tissue conditions associated with the crimping and recapturing process, were observed on the leaflets. All commissures were intact. The valve showed evidence of blood contact. The valve was received in a compressed state, most notably around at valve skirt. The valve was submerged in a warm saline bath; frame expanded to full dilation. The frame showed no evidence bends or kinks. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow; a slight infold was noted at node 2. The valve continued to be deployed up to the waist; the observed infold resolved before reaching node 3. The valve was deployed up to the point of no recapture; no anomalies were noted. A complete deployment of the valve was performed. Outside of the slight infold which resolved by node 3, there were no other anomalies noted. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during a transcatheter aortic bioprosthetic valve replacement procedure, the valve was loaded into the delivery catheter system (dcs) by an experienced valve loader. Following the valve load procedure, the load was inspected via fluoroscopy which showed an "infold" that neared the 4th nod of the valve frame; however, it did not touch or cross node 4 and the physicians chose to use the valve for implant. Prior to inserting the dcs, a pre-implant dilation was not performed. The dcs and loaded valve were inserted into the patient through an 18fr non-medtronic (gore) dryseal sheath over a non-medtronic (boston scientific safari) guidewire via the right femoral artery (rfa) and navigated to the heart. At 80% deployment, an infold was observed in the valve frame. The valve was fully recaptured and withdrawn from the patient. A new system was prepared and a pre-implant dilation was performed using a 23mm non-medtronic (true) balloon, which resulted in approximately five minutes delay. The second system was used to successfully implant the valve. A post-implant dilation was not performed. When closing the rfa with a non-medtronic vascular closure system (perclose) the artery appeared stenosed and was bleeding. The rfa was ballooned with a non-medtronic (armada 35 7mm x 60) balloon and held which resolved the stenosis. However, the bleeding continued. The access site was closed with a second non-medtronic vascular closure system (perclose) and the vascular issue was resolved. Per the physician, a medtronic device did not contribute to the vascular issues at the access site as the dcs was inserted through the 18fr non-medtronic (gore) dryseal.

Manufacturer narrative:
Continuation of d10: medtronic product ID d-evolutfx-2329 (lot: 0012421126); product type: 0195-heart valves; implant date: non-implantable medtronic product ID l-evolutfx-2329 (lot: 0012413027); product type: 0195-heart valves; implant date: non-implantable non-medtronic product ID 18fr gore dryseal sheath; (lot: unknown); implant date: non-implantable non-medtronic product ID boston scientific safari guidewire; (lot: unknown); implant date: non-implantable non-medtronic product true) balloon; (lot: unknown); implant date: non-implantable non-medtronic product perclose vascular closure system x2; (lot: unknown); implant date: non-implantable select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.